Event description:
It was reported that approximately 4 months after rx acculink stent implantation in the right internal carotid artery, the patient was found to have in-stent restenosis requiring revascularization. After predilatation with a cutting balloon, an xact stent was successfully implanted to cover the restenosis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of re-stenosis is listed in the rx acculink instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.